Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. Date of event: reported between (B) (6) to (B) (6) 2008. The extension set was received for investigation. During visual inspection, no anomalies were observed. Functional testing was performed injecting fluid thru the set with the fluid passing thru as expected. Pressure was applied to the set using different techniques with no leakage or bubbles observed at any of the connections. The set was inspected under microscope with no damage to the components noted. A query was performed and no quality notifications were found for the reported model number. The customer's experience of leaking at the male luer was not verified. The root cause of the reported issue was not identified. Results of the investigation were sent to the reporter and discussed with the site risk manager. A recommendation was made to consider tightening the luer connection and checking it throughout the infusion time.

Event description:
It was reported that while being used in a pt, a leak at the y-connector extension set was observed. No pt harm occurred and no intervention was performed. Though requested, no other event details were available.